Event description:
The user facility reported that during priming of the oxygenator circuit, the perfusionist noticed fluid leaking from the tubing connection between the heat exchanger and the oxygenator modules. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.

Manufacturer narrative:
The involved unit was received for eval. The sample was visually examined and leak tested. This eval confirmed a crack in the oxygenator housing outlet to be the cause of the reported leakage. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Although a definitive cause cannot be determined, the damge is consistent with a sudden stress, such as a drop shock. Therefore, the damage most likely occurred during shipping and handling. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in quality assurance tracking, trending and follow up.